Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer number: 3006705815-2022-16088, 3006705815-2022-16089. It was reported the patient experienced wound dehiscence. Cultures were taken and confirmed no infection. As a result, surgical intervention occurred wherein the entire system was explanted to address the issue.